Event description:
The customer reported that while the monitor/measurement server was still measuring a value of 100% saturation, the skin color of the patient turned blue. Due to the doubt of the measurement value, they immediately connected a nellcor device to this patient to validate the saturation. The saturation of the nellcor device displayed a value of 40%.